Event description:
The physician attempted closure of an arteriotomy site with the starclose device. After firing the clip, the physician was unable to remove the device from the patient. The patient was taken to surgery where the device was removed by a vascular surgeon. The current condition of the patient is unknown.

Manufacturer narrative:
The device was received. Investigation is not completed.